Manufacturer narrative:
The oasis is a 1.2 tesla vertical field (open) MRI system. Hitachi service arrived on 12/11/2015 to evaluate the t/r body coil and overall system operation. Note that the c-spine coil was not tested for heating/malfunction due to the fact that it was not in proximity to the injured area. The t/r body coil (bore) surface was checked for hot spots using the same scan protocols applied to the patient exam. The maximum temperature found was 79.5 degrees f. Also, the radiofrequency (rf) transmitter calibration was checked and found to be within specification. The rf gain setting, indicating the output power used, was within normal limits. On 12/09/2015, the patient images were evaluated by the hitachi clinical science department. There were minor artifacts located anteriorly and posteriorly in the abdominal region that could be related to the patient's anatomy being close to or in contact with the transmitter coil covers (bore). There was no indication from the site that the artifacts affected the exam image quality. Total exam time was 46 minutes with a pause between the cervical and thoracic portions of the exam. All reported sar values were under 2.0 w/kg. The system appeared to be functioning up to company specifications based on the image quality seen from the scanograms (scout images) and sequences that were used for this exam. Additional lumbar images were evaluated on 12/22/2015. Exam time was approximately 6 minutes. There was no change to the conclusions based on the additional images. The patient's weight was amended to (B)(6)based on the patient demographics reported on this image set. Originally reported as (B)(6). Based on the available information, hitachi has not detected any malfunction of the oasis MRI system. We suspect that the injury may have resulted from the abdomen being in close proximity to the rf transmitter. Sweating could have increased skin conductivity. However, no definitive root cause can be determined with the available evidence. While we had no direct evidence that the patient was treated to prevent infection (medical intervention), we chose to report the incident on the assumption that treatment did occur (and the fact that the patient received a CT scan to help diagnose the burn).

Event description:
A user facility called hitachi on (B)(4) 2015 and reported that they had received a complaint about a hospital patient they had scanned on the hitachi oasis MRI system. The call from a physician at the hospital stated that he thought the patient got a thermal burn on abdomen after his MRI. They reported a male patient, (B)(6). The exam done on (B)(6) 2015 was a spine survey using a c-spine receive coil and the transmit/receive (t/r) body coil. The hospital physician called to report the injury to the site manager on monday (B)(4) 2015. The technologist said that they scanned the cervical portion of the exam with the dedicated c-spine receive coil and the thoracic and lumbar portions with the t/r body coil. The patient made it through 3 cervical sequences and pressed the call bulb and said his neck was uncomfortable and his abdomen felt warm. The technologist removed the cervical coil and spoke with the radiologist about the patient's discomfort. He instructed the technologist to do a large field of view survey of the thoracic and lumbar spine with limited sequences. The patient did not complain of warming during this part of the exam. The tech said they have used the cervical coil without problems after it was used on this patient. She said the patient was not touching the top of the magnet during the scan and his arms were not on his stomach. The patient was wearing a gown and had three sheets over his body, including his abdomen. The patient was sweating during and after the exam. There was no report that the technologist examined the patient's abdomen during the exam. On (B)(6) 2015, the site called hitachi to report that the patient was evaluated at the hospital by his gastroenterologist. There was a quarter size burn in the left upper quadrant of abdomen. Redness and blistering was confirmed by the gastroenterologist and a hospital physician's assistant. The physician ordered a CT of the abdomen to evaluate the depth of the injury on (B)(6) 2015 and it showed skin thickening around the burn. The site could not confirm what if any treatment the patient received for the blistering and redness.